Event description:
It was reported that during the pacemaker check in (B)(6) 2019 the longevity check was at seven years, and now three months later the battery longevity was showing five years. It was mentioned that the patient had atrial fibrillation (af), so disk analysis was sent it to review if the high atrial rates were contributing. Engineers determined that the power consumption does appear to be caused by the high rate atrial sensing. However, the device also has the signal artifact monitor (sam) patch loaded which can in the presence of af cause even more power consumption. Technical services discussed that it was possible by programming sam off this portion of the power increase may recover. The device remains in-service. No adverse patient effects were reported.